Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a swollen battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.